Event description:
Customer alleged that the viking m lift was pulled away from the wall while it was plugged in to an outlet. They alleged wires were exposed on the charging cable. No injury alleged.